Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from australia stating there was a pin hole leak along the shaft of the tube approximately 7cm distal to the y-port. The device was in use for 10-days. No lubricant was used on the balloon and the balloon was filled with 3ml of distilled water. The product was not replaced on the patient. The jejunal feeding tube had been placed directly into the patient's jejunum via an existing stoma which had previously been kept open with a foley catheter. The mic jejunal feeding tube was inserted by an interventional radiologist under direct image on (B)(6) 2015. While the mic jejunal feeding tube had been in use the patient had been receiving an overnight feeding regimen, via a kangaroo feeding pump. The device received 2-4 hour water flushes during the day. Overnight during (B)(6) 2015, there was enteral feeding fluid pooling on the outside of the tube distal to the y-port and the fluid was observed beading on the outside of the tube.

Manufacturer narrative:
The device history record for the reported lot number, aa5034n22, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).